Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is 2 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a difference in sensor glucose and blood glucose readings. Customer also reported change sensor and calibration not accepted alerts. The customer blood glucose was 193 mg/dl and sensor glucose value were 50 mg/dl at the time of incident. The event involved product(s) mmt-7040a, mmt-7040a. Troubleshooting was not performed. The difference between sensor glucose and blood glucose values which is not within range. No harm requiring medical intervention were reported. Product return for mmt-7040a, mmt-7040a is not expected.